Event description:
Boston scientific recieved information that this right atrial (ra) lead was found to not be working. The local sales representative reprogrammed the atrial lead off. No adverse patient effects reported. Additional information received from the local sales representative states that they are in a procedure to revise this ra lead and noticed blood in the lumen of the lead. The local sales representative discussed that there is no sensing nor capturing, thresholds are between 7-9 volts and impedances are stable around 480. This lead has been successfully explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.